Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patients received the endeavor sprint drug eluting stents to treat arteries including the lad, cfx, rca lmca and svg. Patients received up to 3 stents during their index procedure and were placed on dapt. Collective clinical outcome adverse events at one year post index procedure included death, mi, tvf, tlr, stroke , stent thrombosis and bleeding events.